Event description:
The customer contact reported a separation. The tubing set was being used to deliver 1ml of fluorodeoxyglucose IV push. The t-connector on the distal end of the tubing set was connected to the pt's access site. It was reported that after 10ml of (B)(4) sodium chloride was delivered via IV push to check the patency of the IV access site, the fluorodeoxyglucose was delivered IV push. It was reported that during delivery of the solution, the tubing separated from the t-connector. An unspecified volume of solution leaked onto the pt's arm and the surrounding area. To facilitate the clean up, it was reported that the pt's IV access site was discontinued, the tubing set were removed and the pt's skin was washed. The solution that leaked was cleaned up according to the user facility's protocol. The customer contact indicated that a new access site was established, the tubing set was replaced, and the delivery was complete. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of (B)(4). This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).